Event description:
Acct reports that the set is "disconnecting" on neonate pts. The t-connector is inserted into IV line, the luer collar is screwed down and then the collar breaks and spins. Occasionally, the set does not fit on straight, is crooked. No pt. Injury reported with these incidents.